Event description:
Our affiliate is reporting that during a shoulder repair, the distal portion of the inserter broke off into the anchor and remains there in the patient. The case was concluded successfully without further incident.

Manufacturer narrative:
The complaint device has not yet been received. When it is received, it will be subjected to a failure analysis. The result of the evaluation will be reflected in a follow up report.